Event description:
It was reported that utilizing versajet to debride a wound, after a few minutes, the hand piece exploded. A new handpiece was opened and worked fine. There was no significant delay in the procedure, only the time it took to open a new peel pack on another handpiece. No injuries to staff or patient, and there were no videos or photos taken at the time of the event. The hand piece was described as ¿exploding¿ by the practitioner utilizing it, and he had used it many times before.